Manufacturer narrative:
(B)(4). The sample was discarded and the not number is unknown therefore an evaluation was not performed and a batch review cannot be performed. Should additional information become available a follow-up will be submitted. This is the 2nd of three reports associated with this incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The cause of the peritonitis was determined to be use error- poor aseptic technique. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call to the home patient's (hp) care giver (cg), regarding a system error 2240 alarm it was reported the hp had peritonitis in (B)(6) 2011. Information provided by the facility nurse on (B)(6) 2011 indicates: the event of peritonitis reportedly occurred on (B)(6) 2011 with the patient hospitalized from (B)(6) 2011 and discharged on (B)(6) 2011. The event was diagnosed as bacterial peritonitis unspecified. Unknown antibiotics was administered, dose, route and length of therapy unknown. Reportedly, the cause of the peritonitis was a break in sterile technique. It is unknown if the patient was retrained. The nurse reported the baxter solutions and devices were not related to the event. The patient has recovered from this event.